Manufacturer narrative:
A boston scientific technical services consultant discussed that a review of the available daily measurements did not identify any resets and there are no other known anomalies of the battery that show incorrect estimate. The consultant believes the estimate on the screen is the most accurate and stated they could perform a battery analysis. The device remains implanted and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting noise, oversensing and pacing inhibition on the atrial and right ventricular (rv) channels. Additionally, pacing impedance and threshold measurements have been high on the rv channel. Fluoroscopy revealed damage to both leads due to suspected subclavian crush. A revision procedure was performed and the leads were removed from service and replaced. Battery measurement shows 75% and greater than 5 years remaining longevity. No adverse patient effects were reported.